Manufacturer narrative:
Investigation summary: it was reported that product received had embedded foreign matter and dirt. To aid in the investigation, twenty-one samples and four photos of 5ml syringes were provided to our quality team for investigation. A device history record review was completed for provided lot number 1236891. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Based on the investigation with the returned sample analysis the defect reported by the customer is confirmed.

Event description:
It was reported while using bd luer-lok¿ syringe sterile, single use, 5 ml foreign matter was embedded in the syringe. This happened 13 times. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: (2) molding defect -embedded fm ×11; (3) fm -dirt ×2.

Event description:
It was reported while using bd luer-lok¿ syringe sterile, single use, 5 ml foreign matter was embedded in the syringe. This happened 13 times. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: (2) molding defect -embedded fm ×11. (3) fm -dirt ×2.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.